Manufacturer narrative:
The investigation into the access site bleeding and the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on clinical information provided, the cause of the access site bleeding was most likely use related and the cause of the limb ischemia was most likely patient condition related. The failure modes will be monitored and trended.

Event description:
The complainant reported a 65-year-old male patient with acute myocardial infarction and cardiogenic shock presenting for impella placement. During support, it was documented that the patient lost distal flow in the impella leg. The patient was escalated from an impella cp to an impella 5.5 as a result of the condition, however an access site bleed developed. The patient was provided an unknown quantity of blood products to counteract the bleed. Support with the new pump continued following the intervention and original pump explant.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be acquired, a supplemental MDR will be filed. As noted in the impella IFU, ischemia and bleeding are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿